Manufacturer narrative:
Insulin pump received with missing retainer ring and reservoir tube lip o-ring. Insulin pump received with partially broken off piece at the reservoir tube lip. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor, displacement test and p-cap or reservoir will not lock properly due to missing retainer. Insulin pump received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Insulin pump received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that insulin pump got reservoir compartment cracked. The blood glucose at the time of the incident was 273 mg/dl, current blood glucose was 186 mg/dl. The customer was assisted with troubleshooting. The customer stated that they treated with syringes. The device will be returned for analysis.